Event description:
A report was received on 12 nov 2024 from the home therapy nurse (htn) of patient rc, a 56-year-old male with a medical history including end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2024. Although requested additional information regarding the event was not provided.

Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).